Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The packets were tested for leaks using the vacuum decay method. Both packets are intact, no leaks were detected.

Event description:
It was reported that a patient underwent a mammoplasty on an unknown date and suture was used. Post operatively the patient experienced a wound dehiscence. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.